Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an 80mm diameter thoracic aortic aneurysm. The proximal neck was 30.5x29mm and 32x29mm in diameter from proximal to distal and 16.5mm in length. The distal neck was 26.5x24, 25.5x23, 24x22mm in diameter from proximal to distal. It was reported that the device started to deploy from zone 1, and it was aligned with the markings and implanted in just the right position. However, the delivery system caught on something and while struggling to withdraw it, the device dislodged proximally from the implant site, and covered the brachiocephalic artery. The decision was made to perform a chimney stent technique. Per the physician the cause of the event is unknown; however, because the aneurysm protruded from the ostium of the subclavian artery along the greater curvature side, the delivery system had to be inserted at a steep angle, and when the delivery system was withdrawn, the vessel that was being pulled returned to its original shape, and it caused the device to dislodge proximally (however, this is an assumption) and the actual cause remains unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician